Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrectomy, the reload can be loaded on the handle, but when the surgeon pressed the green button to start firing, the handle cannot be squeezed and jammed, and it was not able to fire. So the surgeon needed to unload the reload from the handle and try on another newly opened handle, but the reload was jammed and was very hard to be removed from the handle. It was noted that the reload was still able to be used with the new handle. There was no patient injury.